Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and charge battery lasts less than expected anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had sticky and less responsive buttons. The customer stated they received unexplained no delivery alerts with diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.